Event description:
It was reported that the device delivered an inappropriate shock for supraventricular tachycardia (svt) due to inaccurately diagnosing an arrhythmia. The device was reprogrammed. The patient was stable.